Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the soft tip was bumped. The soft tip could be related to a potential skin incision size relative to sheath during the procedure. Additionally the side port of the device was missing. It was concluded that the glue bond between the tube and hub was inadequate, and this could have been the result of either insufficient glue application or the result of improper curing of the ultraviolet (uv) glue. A device history review was performed for the finished device 00002364 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the medical team felt the tip of the sheath turn up. The issue was identified when the sheath entered the right atrium after puncture. The issue was resolved by replacing the vizigo to another new one. The procedure was continued. The procedure was completed without patient's consequence.